Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) concerning a patient with an implantable neurostimulator (ins) for non-malignant pain and complex reg pain syndrome type ii. It was reported that therapy stopped working. The caller was requesting a representative to coordinate visit. The caller was transferred to national answering service to arrange. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp) indicated that the device stopped working. They stated that the patient advised them of the malfunction at their visit on (B)(6) 2018. The hcp added that the cause of the patient¿s loss of therapy was not determined. They stated that the hcp office called the manufacturer to schedule an appointment on (B)(6) 2018. No further complications were reported or anticipated.